Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment (specific date not reported). Subsequently, the patient underwent a revision surgery under general anesthesia on (B)(6) 2024, for abutment replacement and local flap advancement. The implanted device remains.